Manufacturer narrative:
(B)(4). Additional narrative: it was reported that the patient underwent mesh implantation to treat cystocele and stress urinary incontinence. Post implantation the patient experienced pain, erosion, infection, dyspareunia and vaginal scarring. On (B)(6) 2011 the patient underwent transvaginal excision of vaginal foreign body with cystourethroscopy due to mesh erosion. (B)(4) ¿ dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). This is one of two medwatches being submitted. See also medwatch 2210968-2012-04857. The same patient is represented in each medwatch.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006. It was reported that following insertion the patient experienced pain, erosion, infection, urinary problems, recurrence, bleeding, dyspareunia, and neuromuscular programs. It was reported that the patient underwent mesh revision/removal on removed mesh on (B)(6) 2011. No additional information was provided. (B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(6). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatches being submitted. See also medwatch 2210968-2012-04857. The same patient is represented in each medwatch.